Manufacturer narrative:
A complete lead measuring 52.1 cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the lead exhibited high threshold. The other parameters were tested and found to be normal. The lead was explanted and a new lead was implanted. No adverse consequences were reported. The patient has bradycardia - iii degree atrio ventricular block and patient was stable post procedure.